Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2021 at 7:30 p.m., the patient was found inside her bathroom unconscious. The patient's son disconnected the infusion device as he first thought she could have received more insulin than needed and transported her to the hospital. The patient was treated with adrenaline medication intravenous with peripheral access via the jugular for administration of saline solution. It is unknown if other medications were administered. The blood glucose results at the hospital were unknown. On (B)(6) 2021, the patient was administered with 10 units of insulin after lunch following the institution's protocol and then the patient was discharged from hospital. On their way home, the patient had a new episode of low blood glucose of 20 mg/dl. The patient's son was instructed that the patient should return to the previous hospital as there might have been an error in the insulin administration before the patient was discharged. They were instructed to speak with the patient¿s doctor to see if a new prescription would be needed as the patient was discharged without using the infusion device.